Event description:
A chest x-ray showed an osteoblastic malignant tumor on an elderly pt. Additional radiographs of the shoulder and humerus did not show the tumor.

Manufacturer narrative:
The cassette has been removed from use and will be evaluated by kodak once received.